Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided. Consumer admits to leaving the heating pad unattended while "on" which is a violation of the instructions and warnings provided.

Event description:
Consumer claims she was laying on her heating pad while in bed when the doorbell rang and she left the room. Upon return she alleges the heating pad had burned a hole in her bedding. No injuries were reported with this incident.